Manufacturer narrative:
Explanted: (B)(6) 2011. On (B)(4) 2012 - upon review of the details of this investigation, although the physician could not attribute the patient's symptoms to the essure device, we have conservatively decided to file this case. The essure IFU contains the following warning statement: the essure micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop and allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives.

Event description:
Patient reported she had the essure procedure (B)(6) 2008. Hsg was (B)(6) 2009 reflecting both tubes were occluded. Sometime in (B)(6) of 2010 she began experiencing symptoms of pain accompanied by dizziness, nausea, diarrhea, rash, itching, bloating with strange unpredictable periods. On (B)(6) 2010 the physic performed a right salpingectomy to remove the device but did not see any evidence of a protrusion, he did find the uterus was oddly levo-rotated and removed a large ovarian benign tumor. Her symptoms subsided and came back in (B)(6) 2011. Her physician performed another salpingectomy on the left side (B)(6) 2011. Pathology findings reflected a chronically inflamed fallopian tube. Post operative status from physician (B)(6) 2012, patient is doing well and is symptom free. Physician cannot confirm whether the patients symptoms derived 100% from the essure devices.